Manufacturer narrative:
This report is submitted on october 04, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site (date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment.